Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found the front panel damaged with the flow control pushed in. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use of an unspecified procedure the subject device was not pushing the water out and it just makes noise like it is working but it is not working. No patient harm reported.